Event description:
It was reported that the right ventricular lead exhibited post-paced t-wave oversensing, post-sensed t-wave oversensing, and inappropriate anti-tachycardia pacing. Programming changes were made. The patient was stable.

Manufacturer narrative:
Additional information: b5, h6

Event description:
Related manufacturer reference number: 2017865-2022-04600 it was reported that the implantable cardioverter-defibrillator and right ventricular lead exhibited post-paced t-wave oversensing, post-sensed t-wave oversensing, and inappropriate anti-tachycardia pacing. Programming changes were made. The patient was stable.